Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel to be approx. 6mm in size. Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the physician, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician shuttled down to the hard stop, the ¿advancer tube did not come down¿ (did not engage), and the sealant was stuck to the device. The physician removed the device, and converted the pt to approx. 10 minutes of manual compression. Hemostasis was achieved with no reported complications. The pt was ambulated and discharged to home the same day ((B)(6) 2012), with no reported clinical sequelae.

Manufacturer narrative:
The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging the tamp lock, resulting in failure to deploy. Based on the provided info and the investigation performed, the cause for the tamp lock detachment was due to a bond failure at the polyimide shaft. The review of the lhr (lot f1212804) indicated that the device lot met all established performance criteria prior to shipment. Review of design/process fmea confirmed that the failure mode is identified in the risk management document.